Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(4) 2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant product: smartablate generator; model #: m-4900-07; serial #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered a thrombosis requiring head computed tomography (CT). After ablating the left pulmonary veins and part of the right superior pulmonary vein, a clot was confirmed via intracardiac echocardiogram. Remainder of procedure was aborted. Head CT was performed. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of this adverse event. Patient fully recovered. Activated clotting time (act) during procedure was between 341 and 377 seconds. International normalized ratio (inr) was greater than 2.0 seconds. Physician's opinion regarding the cause of this adverse event was that it was not due to product malfunction. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) year old female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered a thrombosis requiring head computed tomography (CT). After ablating the left pulmonary veins and part of the right superior pulmonary vein, a clot was confirmed via intracardiac echocardiogram. The remainder of the procedure was aborted. Head CT was performed. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of this adverse event. Patient fully recovered. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the thrombosis remains unknown.